Event description:
Nurse states during biopsy procedure in the right lower lobe, physician noted that the tip of the cytology brush detached and remained in lung. Physician removed brush catheter and using a forcep, was able to retrieve the brush tip without difficulty.